Manufacturer narrative:
B)(4). Investigation summary ==> the device associated with the reported event was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while assembling the revision component (parts listed below) the lateral posterior augment combo failed to screw/lock into the femoral tc3 component. After multiple attempts by 2 experienced people, a second augment was opened; this augment also failed to lock into the femoral component. With both pieces, when they attempted to torque the screw with the torque wrench, the augments lifted away from the femur. Both the surgeon and the assistant (a former depuy rep) are well versed in assembling these components. Distal augments were placed prior to the attempted placement of the posterior augments as is customary. The conclusion was that the threads in the femoral component were not right. One of the posterior augments was subsequently cemented onto the femur and the entire component was cemented into the patient. All other augments 3 additional) were assembled in the normal fashion. The stem also went on with no issues. There was a surgical delay of 15 minutes.